Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply, they think the power supply might be causing vh-4000 to be timing out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory on 16sep2019 and investigated on 14nov2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was evaluated for its electrical function according to the service manual (mcv00009931 section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. No smoke was observed when the power supply was turned on. The results of the electrical evaluation are as follows: no load voltage: 5.49 vdc, low current: 3.97 amps dc , high current: 5.96 amps dc, power supply test box mcv00010390 and power supply calibration mcv00030545. The values recorded are within tolerance, based on the results of the evaluation, the reported complaint was not confirmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply, they think the power supply might be causing vh-4000 to be timing out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.